Event description:
Caller alleged discrepant results with the meter compared to the doctor's meter. Results as follows: dates: (B)(6) 2011, 1st inratio: 5.4, 2nd inratio: 2.6, doctor's meter: -; (B)(6) 2011, -, -, 2.4. Time between testing was ten minutes. Last dose of coumadin was on (B)(6) 2011. Patient's therapeutic range is between 2.0-3.0.

Manufacturer narrative:
Investigation pending.